Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and this lead were explanted due to the patient's infection. No additional adverse patient effects were reported. The explanted product was not expected to be returned. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5159945.